Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was flared and damaged. The stent was positioned on the balloon between the inner shaft markers. A number of struts on the 5th and 6th proximal stent segments were raised, deformed and pulled distally. A strut on the 14th proximal segment was raised.

Event description:
The physician intended to implant a 2.5 mm x 30 mm endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that during the attempted deployment, a stent fracture was observed and the device was removed. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (device or procedural images not provided for evaluation).